Event description:
It was reported that review of the remote transmission indicated that there is a loc (loss of capture) on every other vp (ventricular pace). The lead remains in use and the patient might be brought in for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).